Event description:
A portion of a jackson-pratt t-tube hysterectomy drain broke off while the t-tube was being removed. The protion of drain was removed by physician during a return to or via an open abdominal incision. In the or.